Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had seen an increase in air-in-line sensor breaks which was not identified during the customer call. The tech support informed the customer that there is no active recall for the ail and breaking. Biomed will talk with his hospital for ails break. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump modules are seeing an increase in air-in-line sensor breaks. There was no patient involvement.